Event description:
New information received notes that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained lead noise and high, out of range pacing impedance were observed via remote transmission. During follow-up, high impedance values and noise were observed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.